Event description:
A customer reported error message "2085 air detected during diluent suction by main arm" on the aia-2000 analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg), estradiol (e2), follicle stimulating hormone (fsh), luteinizing hormone (lh ii), prolactin (prl) and progesterone (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) spoke with the customer via phone and confirmed the reported issue. The customer observed that the sample syringe needed lubrication and applied lubrication to the sample syringe worm gear. The customer ran controls and patient samples with no issues. The aia-2000 analyzer is functioning as expected. No further action required by field service. A complaint history and service history review through aware date for similar complaints was performed for serial number (B)(6). There were no similar complaints found during the searched periods. The aia-2000 operators manual under appendix 4: error messages states the following: [2085] air detected during diluent suction by main arm cause : during diluent suction, it was determined that the tip failed to touch the liquid surface. If retry fails, the measurement result will be flagged (ds flag). Solution : contact tosoh service center or local representatives. The most probable cause was insufficient lubrication of the sample syringe worm gear.